Event description:
A malfunction was reported on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report if the malfunction code reappeared, which the customer acknowledged and understood.